Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no timeouts or drive stalls. No other damages or defects found. The device function properly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level rose to 355 mg/dl. As treatment, the patient administered 3 bolus corrections and applied a new pod. The patient's blood glucose history is as follows: (B)(6).